Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported fenestrated bipolar forceps stopped functioning. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint ceased functioning is confirmed. One grip is bent, causing side to side misalignment of grips. There is a .106¿ offset at the tips. Bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. Additional finding: scratches on maintube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.